Manufacturer narrative:
The customer reported complaint for the autopulse platform intermittently stopped compressions after 5-6 minutes was not confirmed during functional testing but was confirmed during archive review. The platform was tested for 15 minutes with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient and passed initial functional testing. Visual inspection was performed and found cracked bottom enclosure, unrelated to the reported complaint. Bottom enclosure was replaced to address the issue. The autopulse platform is a reusable device and was manufactured in 2011. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. Review of the archive data indicated user advisory (ua) 17 (max motor on time exceeded during active operation) errors on (B)(6) 2018, but not on the reported event date of (B)(6) 2018, thus confirming the reported complaint. Based on the archive review, encoder gearbox and drivetrain were replaced to avoid re-occurrence of (ua) 17. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during device check using a manikin, the autopulse platform intermittently stopped compressions after 5-6 minutes without an error message displayed. No patient involvement was reported.